Manufacturer narrative:
The pump was received stuck in a motor error alarm loop during the bolus delivery and motor position encoder error alarm in the history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the occlusion, excessive no delivery and unexpected restart error tests due to the motor error alarm. The pump passed the self test, basic occlusion, prime and displacement tests and all operating currents measurements were normal. The pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm during reservoir change. Customer did report a motor position encoder error alarm. Customer's blood glucose was 301 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI and drive support cap appeared normal. Customer was advised that insulin pump would need to be replaced.